Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while turning the patient in bed the tubing that was infusing levophed detached at the tubing junction site of the male luer lock. The tubing was connected to the patient's PICC line. While changing the tubing the rn had difficulty removing the male luer from the patient's PICC line and requiring hemostats to remove. There was no patient harm.

Event description:
The customer reported that while turning the patient in bed the tubing that was infusing levophed (norepinephrine) detached at the tubing junction site of the male luer lock.